Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. No battery or power anomalies noted during testing. Device properly connected to the guardian link 3 and green test plug. Device properly received bg readings from the contour next blood glucose meter. No communication anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer could not contact with insulin pump from either bg meter as well as transmitter. Customers blood glucose value at the time of incident was unknown. Customer also stated that experiencing battery loss with no reason and battery cap not damaged. The insulin pump will be returned for analysis.